Manufacturer narrative:
Initial reporter phone#: tel. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the needle and hub on a bd microlance¿ needle was found damaged during the siliconization process. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo was available for evaluation by bd. A quality engineer was able to review the provided photo and determined that the photo showed damage to the hub of the luer-lok thus verifying the reported failure mode. The engineer determined that this was most likely caused by a jam at the hub loader or the stripper may have damaged the hub. This appeared to be an isolated incident as a review of the complaint handling system revealed that only one complaint had been reported for this issue with this lot. Therefore, no corrective actions were deemed necessary at this time. A review of the device history record showed zero defects found during this production run. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the needle and hub on a bd¿ bulk, non-sterile needle was found damaged during the siliconization process. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information was received for this complaint, the following fields have been updated: describe event or problem: it was reported the needle and hub on a bd¿ bulk, non-sterile needle was found damaged during the siliconization process. There was no report of exposure, serious injury or medical intervention. Medical device brand name: bd¿ bulk, non-sterile needle. Common device name: non-sterile needle. Medical device manufacturer: bd medical (bd west) medical surgical. Medical device catalog #: 302047. Unique identifier (UDI) #: (B)(4). Manufacturing location: bd medical (bd west) medical surgical. Device manufacture date: 02/29/2016. The correct mfg site # for this complaint is (B)(4), bd medical (bd west) medical surgical.